Event description:
Patient presented back to the physician with ongoing headaches, which are improving. Physician prescribed pain medication and anti-inflammatory medication, and will re-evaluate in 3 months.

Event description:
Patient presented to the physician with headaches and pain at the right side of the head since the implant procedure. Physician prescribed pain medication.